Event description:
It was reported that the patient was revised due to glenosphere being dislodged from baseplate. The locking screw was still screwed into baseplate with no damage to any of the threads. It was stated that the glenosphere were loose. Loosening interface was marked as non-cemented. Affected side: right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: a search of the depuy synthes nonconformance (nc) quality system found no nc¿s associated with this product/lot combination the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the reverse liner shows signs of heavy of heavy wear in one of the sides caused by the observed reported disassociation of the glenosphere and baseplate. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reverse liner 40+4 r would have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.